Manufacturer narrative:
During the case in which an enterprise (enc453712/10103268) was introduced they experienced the problem with their fluoro so they had to interrupt the whole procedure and the enterprise stent was resheathed and pulled out. Afterwards when the inr inspected enterprise stent, holding it between his fingers he compressed it, by bending the two ends of the stent together and bent it. The stent was possible to kink and stayed in that shape permanently as long as it was maintained in that position. When force was released the stent regained its original shape. The physician¿s concern was regarding the performance of the stent and potential inability to pass through the inner lumen with other devices or with a gap at the neck with the aneurysm at the inner curve and possible serious patient impact when the stent is positioned in a similar curve/bend where the wide neck aneurysm is located on the curve. (B)(4) medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10103268. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) medical and was determined to be acceptable. The instructions for use outlines that the use of the enterprise vrd is generally contraindicated in patients in whom the angiography demonstrates anatomy is not appropriate for endovascular treatment due to severe intracranial vessel tortuosity. The stent was not returned for analysis; pictures of bending of an enterprise stent were received. Per engineering review of the reported event and the received pictures, bending the stent in air is not representative of how the device performs in the vessel. The vessel provides support that helps prevent the kinking effect that was noted when bending the stent in air; therefore, this kinking noted when bending in the air does not occur in the vessel in the same way that it does in the air. When testing in a silicone vessel with nearly the identical tortuosity that was depicted in the demonstration in the air by the physician, the stent conformed very well to the vessel (with no special technique) and clearly did not kink. Therefore, no corrective actions will be taken at this time.

Event description:
During the case in which an enterprise ((B)(4)) was introduced they experienced the problem with their fluoro so they had to interrupt the whole procedure and the enterprise stent was resheated and pulled out. Afterwards when the inr inspected enterprise stent, holding it between his fingers he compressed it and bent it. The stent remained bent when the deforming force diminished and didn't regain its original shape. The stent was possible to kink and stayed in that shape permanently. His conclusion was that this could be a serious problem if this happened in the cerebral vessels with a potential of serious harm to a patient. With follow-up it was reported by the rep that what was understood by him as a permanent kinking of the nitinol stent was kinking in the stent when it was bent as if simulating a significant curvature in the vessel. When force was released the stent regained its original shape.

Manufacturer narrative:
The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Updated to address fal of returned stent. During the case in which an enterprise (enc453712/10103268) was introduced they experienced the problem with their fluoro so they had to interrupt the whole procedure and the enterprise stent was resheathed and pulled out. Afterwards when the inr inspected enterprise stent, holding it between his fingers he compressed it, by bending the two ends of the stent together and bent it. The stent was possible to kink and stayed in that shape permanently as long as it was maintained in that position. When force was released the stent regained its original shape. The physician¿s concern was regarding the performance of the stent and potential inability to pass through the inner lumen with other devices or with a gap at the neck with the aneurysm at the inner curve and possible serious patient impact when the stent is positioned in a similar curve/bend where the wide neck aneurysm is located on the curve. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10103268. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The instructions for use outlines that the use of the enterprise vrd is generally contraindicated in patients in whom the angiography demonstrates anatomy is not appropriate for endovascular treatment due to severe intracranial vessel tortuosity. Pictures of bending of an enterprise stent showing the manual bending were received. Per engineering review of the reported event and the received pictures, bending the stent in air is not representative of how the device performs in the vessel. The vessel provides support that helps prevent the kinking effect that was noted when bending the stent in air; therefore this kinking noted when bending in the air does not occur in the vessel in the same way that it does in the air. When testing in a silicone vessel with nearly the identical tortuosity that was depicted in the demonstration in the air by the physician, the stent conformed very well to the vessel (with no special technique) and clearly did not kink. One non-sterile stent from an enterprise vrd system was received in a plastic bag. The stent was visually inspected and no anomalies or damages were noted. With microscopic examination, no anomalies or damages to the stent were found. After intentional compression of the returned stent, it returned back to its original shape. There were no manufacturing defects or anomalies or discrepancies with analysis of the returned stent. Review of the device history records found the device met specification prior to shipment and there were no manufacturing defects or anomalies with analysis of the returned stent. Based on the reported information, pictures depicting the event, engineering simulation, and analysis of the returned stent, the reported event was impacted by manipulation in a scenario not representative of clinical use. Therefore, no corrective actions will be taken at this time.